Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 313:425:250, which interrupted delivery on all three channels in the cath lab and emergency room. According to the facility, the device was delivering dopamine, dobutamine and an unknown third drug when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 313:425:250 was confirmed but not duplicated during product evaluation. This condition was caused by a loose ground connection on the main display. The main display was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.